Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted without any issues. Approximately 20 minutes after the procedure, the patient experienced respiratory arrest. The patient did not respond to medical intervention and subsequently passed away. The cause of death is unknown; however, it is suspected that it could have been related to the recently implanted device. The pacemaker is not expected to be returned.

Manufacturer narrative:
--

Event description:
--